Event description:
Patient was revised to address an unknown reason. Update rec¿d 05/21/2014 - legal claim was received, which identified doi and dob information. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/15/2014. Update rec'd 01/27/2015 - litigation papers received. Litigation alleges pain, metallosis with pseudocyst, and elevated metal ion levels. The stem and sleeve are being added because of elevated metal ion levels. The complaint was updated on: 02/03/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Update rec'd 2/5/2015 - medical records received. Part/lot information provided. Upon revision, milky fluid and metal reaction were noted. The information received does not change the MDR decision.